Event description:
It was reported that an avalon elite catheter had been properly placed using a wire. Some migration of the catheter while in place could have caused a pericardial effusion. No further details are known at this time. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Since the device is not available for return so a technical evaluation can not be performed.